Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. No oversensing and no change in rv threshold or sensing were observed. Additional information was received and indicated that x-ray was not performed. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.